Manufacturer narrative:
Device evaluation: the ams700 ipp cylinders were visually inspected and functionally tested; no leaks were found. The cylinders performed within specification. The ams 700 momentary squeeze (ms) pump was visually inspected and functionally tested. No leaks were found. The pump failed the deflation test. It took greater than 14 seconds to deflate from 20 psi to 4 psi; the specification is 14 seconds or less. A device malfunction was therefore confirmed.

Event description:
It was reported that a pair of preconnected inflatable penile prosthesis (ipp) was tried but not used because the valve was sticking preventing fluid transfer into the pump. When the device was being prepared by the urologist in the operating room, "the customer commented that the valve was unusually sticking and despite 1-2 mins of attempted inflation it wouldn't allow fluid to be sucked into the ms pump." The ipp device was not used. A new ipp device was prepared without issue and was implanted. Additional information received states there were no patient issues. Product was expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.

Event description:
It was reported that a pair of preconnected inflatable penile prosthesis (ipp) was tried but not used because the valve was sticking preventing fluid transfer into the pump. When the device was being prepared by the urologist in the operating room, "the customer commented that the valve was unusually sticking and despite 1-2 mins of attempted inflation it wouldn't allow fluid to be sucked into the ms pump." The ipp device was not used. A new ipp device was prepared without issue and was implanted. Additional information received states there were no patient issues. Product was expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.